Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphiprion deep otw pta balloon catheter. During the procedure the inflation of balloon catheter stopped at 3 atm. Liquid began to flow through the portal for the guidewire. Further balloon dilatation was impossible. No clinical sequelae reported.